Manufacturer narrative:
Date of submission 07-jun-2018 the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side and above the grip pad. The battery cap was not returned. A test battery cap was able to fit. The ez-prime steps were performed correctly. No power interruptions occurred during the investigation. The alleged power issue was unable to be duplicated during investigation. The pump cover was removed to find no intermittent conditions was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.